Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2019-03395. Related manufacturer reference number:1627487-2019-10055. It was reported the patient was not able to get their system into MRI mode. As a result, surgical intervention was undertaken (date unknown) where the system was explanted.